Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a knee arthroscopy the suture of the device broke when implanting the device. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.